Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump shut down unexpectedly while pumping. The customer's blood glucose level was 172 mg/dl. Tandem technical support (cts) advised customer to leave pump plugged into a power source to charge the pump. Reportedly, the pump display did illuminate after charging for an hour, but the touchscreen was unresponsive. It was indicated that the customer would administer manual injections as alternate insulin therapy.